Event description:
It was reported that the catheters ranged from firm to soft to very pliable, and as a result, it was very difficult to push the catheters through the prostate due to the catheters not being firm enough to open the patient's bladder. The patient had to throw away 3 of the 12 catheters from the last box. Per sample evaluation, it was found that the coude tip was misaligned.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. The device failed to meet specifications. The device was being used for treatment. An orange latex intermittent catheter was returned with its original packaging. During evaluation, the coude catheter tip appeared to be misaligned with its indicator button. The root cause of this failure is "machine error" during the dipping process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿released bard® intermittent catheters (latex) manufacturer: c. R. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com assembled in mexico instructions for use indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Single-use. Single patient use, do not reuse. Do not use if package is opened or damaged. Bard, bardex and bardia are trademarks and/or registered trademarks of c. R. Bard, inc. Pk7639306 06/2015 © 2015. C. R. Bard, inc." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters ranged from firm to soft to very pliable, and as a result, it was very difficult to push the catheters through the prostate due to the catheters not being firm enough to open the patient's bladder. The patient had to throw away 3 of the 12 catheters from the last box.. Per sample evaluation, it was found that the coude tip was misaligned.